Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in jet tube and c-cover (plastic distal end cover). There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on device; however, the type of the material could not be specified. There was no physical damage where the foreign material remained. A conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.